Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 12/21/2011 and 01/03/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported noting brown spots on an intraocular lens (iol) following implantation. The surgeon performed a yag laser procedure to try to remove the brown deposits. Additional information has been requested.